Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the transseptal puncture was difficult. An angiography of the left superior pulmonary vein was performed, during which the sheath was introduced, and the patient became hypotensive. A transthoracic echocardiogram was performed, and a pericardial effusion was noted. A pericardiocentesis was performed and the patient's blood pressure stabilized. The case was aborted with the patient under general anesthesia. The patient was then transferred to the intensive care unit. No further patient complications have been reported as a result of this event. Additional information indicates the patient was intubated; the patient was extubated at a later date and is currently stable.